Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a primary audible alarm and watchdog alarm failure. No patient injury was reported.

Manufacturer narrative:
Other text: